Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).

Event description:
A resolute integrity drug eluting stent was implanted in the proximal lad. A dissection was reported to have occurred; a resolute integrity drug eluting stent was implanted to treat the dissection. No further complications were reported.